Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: d8. Based on the results of the investigation, the event, ¿foreign material on the a-rubber¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU) due to additional information could not be obtained. It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reported in b5, the device evaluation found the following: due to wear of angle wire the bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of upward/downward angulation control knob is out of the standard value, adhesive on bending section cover has a chip, objective lens has discoloration, objective lens has a scratch, switch 2 has a scratch, image guide protector has a scratch, forceps elevator lever has a scratch, free-engage knob has a scratch, upward/downward angulation control knob has a scratch, right/left knob has a scratch, paint on suction cylinder is peeled, paint on air/water cylinder is peeled, scope connector cover unit has a scratch, switch box has a scratch, universal cord has a scratch, grip has a scratch, control unit has a scratch, connecting tube has a scratch. The customer cleaned, disinfected, and sterilized the device. The tip of the hood is fixed with tape, so there is a possibility that it is adhesive. There was no delay in the start of precleaning. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had bad angle and separation. The device was returned for evaluation. During the device evaluation, foreign object in the bending section cover was found. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.